Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that, during care of a patient, the defibrillator would not charge and would not recognize that the therapy cable was attached. The users switched to a different defibrillator and continued care. The involved patient died at the hospital in the cath lab.